Event description:
The customer alleged that he experienced tingling and burning sensation on his finger from the cart that they used to sterilize. The customer reported that the contact was from a completed load. He reported that he had white powder on his fingers for 3 hours. He did not seek medical attention or require treatment. The vaporizer plate was in place.

Manufacturer narrative:
Skin contact.